Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a low battery alarm for three days, and when the customer finally changed the battery the insulin pump would not turn back on. The patient's blood glucose at the time of incident is unknown. There were no other alarms aside from the low battery warning. The battery cap appeared fine as well. The insulin pump will be returned for analysis.